Event description:
Iabp pump was needed for patient. One balloon catheter was opened. (Ref: 0684-00-0576-010u lot 3000448282) , unable to advance balloon over the wire. Second catheter was opened (ref: 0684-00-0576-010u lot 3000447546), unable to advance balloon over the wire. No harm to patient. Balloon never entered body. Reference report #mw5167283.